Event description:
After successfully deploying the stent in the left anterior descending (lad) artery the pt experienced chest pains. The physician determined an acute closure with thrombosis had occurred and elected to send the pt to bypass surgery. No product performance issues were reported.